Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00412 and 9616099-2008-00413. In addition a previous adverse event involving these same devices was reported under manufacturing report number 9610978-2004-00307. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the clinical study indicates that the patient was hospitalized for a myocardial infarction and percutaneous coronary intervention. The initial reporter of this event has indicated that there is no additional information available for the event.